Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on a vitros 5600 integrated system. Based on results of precision testing and review of quality control results from the time frame of the event, the investigation did not identify a performance issue with the vitros trop I es reagent lot in use. Service actions were performed, however, the investigation found no evidence to suggest an instrument malfunction occurred. A customer protocol issue related to routine maintenance activities was identified which may have contributed to instrument contamination. In addition, it is unknown whether the patient sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, a protocol issue or pre-analytical sample processing cannot be ruled out as potential contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (1.42 ¿g/l) from a single patient sample run on a vitros 5600 integrated system. Repeat testing of the same sample determined the expected vitros trop I es result to be < 0.012 ¿g/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The initial vitros trop I es result was reported out of the laboratory, however a corrected report was issued based on the repeat testing. There was no report of patient harm as a result of this event. (B)(4).